Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported the patient had a loss of efficacy and imaging was performed. There was a lead dislodgement/migration. The leads had moved and were at the bottom of t9-t12. The suspected cause was the patient had a fall in (B)(6) 2020 and the stimulator had lost efficacy.  The device was explanted and replaced. The device disposition was unknown. The event was resolved without sequelae.